Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the infusion set tubing or the cartridge tubing during the load fill tubing sequence. Blood glucose level was 112 mg/dl. A supply change was performed resolving the issue.